Event description:
It was reported that during a ptca treatment procedure involving a calcified and 100% stenotic lesion in the middle portion of the lad coronary artery, the maverick 2 monorail balloon was suspected to have ruptured at 12 atm's on the third inflation. (The number of atm's reached on the first and second inflations in unknown). The patient was asymptomatic during this event. A 6f medikit introducer sheath, a neo's soft guidewire (size unknown), a zuma2 guide catheter (size unknown) and an encore inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.